Event description:
It was reported to philips that the system failed to boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified software issue in the suite pc. Fse reloaded the suite pc software and restored backup. After reloading the software, the system was returned to use in good working order.